Event description:
In 2005 patient underwent gynecological procedure with implantation of device for rectocele and cystocele prolapse repair. Six days following the procedure patient presented with prolonged vaginal bleeding and poor healing. Eight days later patient underwent examination under anesthesia for repair of rectocele defect. Surgeon observed tissue granulation during repair. Patient status: good.